Manufacturer narrative:
Patient identifier - requested, not provided. Date of birth - requested, not provided. Ethnicity - requested, not provided. (B)(6). Explanted date: device was not explanted/ the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported while using the angio seal device, the physician removed the angio-seal sheath and saw that portions of it were missing. The pieces are believed to be in the patient. It is unclear if they can or have been removed as of now. Additional information was received on 6/1/2018: a right heart catherization was being performed. A pre-deployment angiogram was performed. There was no difficulty with arterial access. The tip of the sheath is the piece that was missing and it is unclear if the piece is in the patient or if it was thrown away. Further testing was done in an attempt to locate the missing piece. There was no blood loss due to this event. Hemostasis was achieved by manual pressure. The patient is in stable condition. Additional information was received on 6/7/2018: it was reported that the missing piece was not located in the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the completed investigation results. Results - 3252 is based on evaluation of user facility information & the used returned sample; 213 is based upon testing of the unused returned sample. Conclusion - 4310 is based upon evaluation of user facility information & the returned sample; 67 is based upon testing of the unused returned sample. One used and one unused 6 fr angio-seal hemostatic sheaths and an arteriotomy locator were received for product evaluation. No carrier tube assembly was received. The one returned hemostatic sheath was discolored and was mated with the arteriotomy locator. The distal tip of the hemostatic sheath was missing. The returned hemostatic sheath consisted of three pieces. The proximal piece consisted of the hemostatic sheath hub and 6.5cm of the sheath. The middle section consisted of the "I" and "o" of the logo and 1 cm. The last portion contained the "ang" and was 3 cm. The portion of the hemostatic sheath extended from the blood inlet holes to the distal tip was not returned. The sheath was then examined under microscopy there were lateral cracks present along the entire length sheath. The cracks caused the separation of the three sections. When the sheath was pinched the cracks did not propagate. When the sheath was bent by off-axis forces, the lateral crack splintered the sheath further. To determine the cause of the cracks, further testing was performed on the unused sample. One unused hemostatic sheath was exposed to 70 degree celsius for 48 hours to determine if the temperature could cause the cracks. No anomalies were noted on the sheath after this exposure. Next, another unused sheath was exposed to uv light for 4 hours. The sheath was stiffer but did not present cracks as was observed on the returned used sample. A distal portion of the affected sheath was sent out for further analysis to determine if there was any impurity present within the pebax that would have led to the cracks that were observed. Based on the analysis performed, there were no impurities noted. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide to the device return date. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to the a1 section. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.